Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure . The diagnosis and indication for the initial surgical procedure? Other relevant patient history/concomitant medications . Were any concomitant procedures performed? Onset date/time of the pain and dyspareunia from initial surgery. Location and character of the pain? What medical intervention was given for the pain management? Results? What indication was for the mesh removal ? Describe surgical findings of the procedure performed on (B)(6) 2018. Product code and lot # . What is physician¿s opinion as to the etiology of or contributing factors to this event . What is the patient's current status?

Event description:
It was reported that the patient underwent a gynecological procedure four years ago and mesh was implanted. Following the procedure, the patient experienced pain and dyspareunia. On (B)(6) 2018, the patient underwent surgical procedure for removal and excision of mesh. Additional information has been requested.